Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5059754) on 22-feb-2016. The most recent information was received on 08-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plantiff did not undergo essure confirmation test". The patient's medical history included parity 4 and transient ischemic attack. Concurrent conditions included adenoma, follicular cyst of ovary, abnormal uterine bleeding, endometriosis and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), endometriosis ("type of autoimmune diagnosed endometriosis"), alopecia ("since having the essure my hair falls out bad/ hair loss"), polymenorrhoea ("have 2 periods a month"), dysmenorrhoea ("my periods are excruciatingly painful/ dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, alopecia, polymenorrhoea, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, gastrointestinal disorder, tooth disorder, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain, polymenorrhoea, tooth disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted on essure insertion date: (B)(6) 2014 as per mr 4 coiling trail noted. Discrepancy noted on essure removal date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2021: the specimen is received fresh as "uterus and bilateral tubes and ovaries¿ and consists of a uterus with an attached right ovary with portions of adhesed fallopian tube. Two essure coils are in place within the proximal tubes. The left fallopian tube is unremarkable. The left ovary measures 45 x 28 x 25 mm and contains a collapsed cyst measures 15 mm. The right ovary (detached) measures 54 x 35 x 33 mm and has a smooth tan gray external surface. On cut sectioning, the ovary has a unilocular cyst filled with thick amorphous brown debris, measuring 46m in diameter. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5059754) on 22-feb-2016. The most recent information was received on 01-oct-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included parity 4 and transient ischemic attack. Concurrent conditions included adenoma, follicular cyst of ovary, abnormal uterine bleeding, endometriosis and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), endometriosis ("type of autoimmune diagnosed endometriosis"), alopecia ("since having the essure my hair falls out bad/ hair loss"), polymenorrhoea ("have 2 periods a month"), dysmenorrhoea ("my periods are excruciatingly painful/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, alopecia, polymenorrhoea, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, gastrointestinal disorder, tooth disorder, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, pelvic pain, polymenorrhoea, tooth disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted on essure insertion date - (B)(6) 2014 as per mr 4 coiling trail noted. Discrepancy noted on essure removal date- (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: the specimen is received fresh as "uterus and bilateral tubes and ovaries¿ and consists of a uterus with an attached right ovary with portions of adhered fallopian tube. Two essure coils are in place within the proximal tubes. The left fallopian tube is unremarkable. The left ovary measures 45 x 28 x 25 mm and contains a collapsed cyst measures 15 mm. The right ovary (detached) measures 54 x 35 x 33 mm and has a smooth tan gray external surface. On cut sectioning, the ovary has a unilocular cyst filled with thick amorphous brown debris, measuring 46m in diameter. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Case became serious incident as essure was removed. Reporters and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.